Event description:
During device evaluation, a white residue was found on the gastrointestinal videoscope's air/water cylinder. There was no patient involved.

Manufacturer narrative:
Based on the results of the completed investigation, the root cause of why the white residue remained in the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.